Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a lead break off during a trial procedure on (B)(6) 2020. The physician believes the needle cut the lead. The physician was unable to retrieve all of the lead and left a portion in the patient. The patient continued their trial using only one lead.

Manufacturer narrative:
The device history record of the unused lead was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted. Based on the information received, the device was in conformance at shipment and the issue encountered was not determined to be product related.